Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit was received with partial white display due to corrosion on all electronic assemblies. Unit was received with corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was 80 mg/dl. Customer stated that the insulin pump was not dropped or bumped. Unable to do troubleshooting due to critical pump error. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.